Event description:
It was reported the patient had tmj implanted (B) (6)1997, and it was removed due to pain on (B) (6)2008.

Manufacturer narrative:
We have been unable to confirm information received or to obtain information regarding dr. (B) (6). Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study, which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Cause of failure: the clinical information available and the absence of other evidence that may explain failure of the implant, support the probability that pain was the main complaint leading to explanting this device.